Event description:
It was reported that the patient was experiencing dizziness and lightheadedness. On device interrogation it was noted that the right atrial (ra) lead exhibited high thresholds and possible undersensed beat noted on current electrogram. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.